Event description:
It was reported that the right ventricular (rv) lead had exhibited an increase in its threshold, however it was additionally noted that it had remained stable over the past several months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.